Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 100 mcg/ml clonidine at a dose of 42 mcg/day and 10 mg/ml unknown morphine at a dose of 4.2 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a catheter event was confirmed. The patient was in an automobile accident "like a year ago" which required replacement of the catheter which had broken. The issue was diagnosed via a revision. The hcp "rigged up a connector" where he "broke off pieces" of the collet and then put it back together and snapped it back on. The spinal segment of the catheter was replaced and they "did not touch" the pump segment. No symptoms were reported and no further complications were expected or anticipated.